Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support after the ilet issued an alert during sleep, and the ilet report showed a transient hyperglycemic excursion with blood glucose peaking at 218 mg/dl for about one hour before declining to 169 mg/dl, with the cause unclear. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no injury and no need for medical intervention. Investigation included review of device-generated data and user-reported history. Investigation of this case revealed no device malfunction or component failure and no identifiable precipitating factor for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.